Event description:
The tubing had just been replaced and the transfer set leaked between the light blue main body and the white sleeve. There was no disinfectant use on the set by patient or doctor. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 1 was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for crack/broken occluder feet. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. The root cause of this problem is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate. A batch review for the manufacturing lot number showed no related production problems.